Event description:
A nurse reported that two system messages were displayed successfully during surgery. The pole blocked in the high position and could not go down. The system was restarted but the event reoccurred. The surgery could not be completed. The patient was transferred to another clinic. The surgeon went with the patient to the second clinic to finish the surgery on the same day. Local anesthesia and antibiotic treatment were renewed. The nurse phoned the family of the patient the day after, the patient was algic, and had important postoperative inflammation and edema. Due to the event the patient refuses to have cataract surgery for the fellow eye. All procedures planned on that day of the event, and surgeries planned the day after for 2 surgeons, were cancelled and postponed in the two following weeks. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).